Event description:
It was reported that a patient suffered loss of gingiva during a procedure in 2007. The dentist waited to see if the loss was regenerated. There was no sign of regenerating gingiva after 6 months. The dentist then performed grafting to fill the loss and waited to see how it healed. The dentist said that the problem was due to the cutting power getting lost and suddenly coming back by the neutral plate cable which was coming down without an alarm.

Manufacturer narrative:
The problem was found with wire at the connector junction.